Event description:
It was reported that the patient had sudden onset of ventricular tachycardia ventricular tachycardia (vt) treated with anti-tachycardia pacing (atp) and three shocks and two aborted shocks. Interrogation showed that the atp and shocks were not effective. The device remains in use. No further patient complications have been reported as a result of this event.